Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an e0d fault message on channel b of the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00962 and 1828100-2014-00963. The fsr was able to confirm the reported issue immediately after the case ended. The fsr could hear the mix valve making a grinding noise. The channel b mix valve to repair the heater cooler unit is not available; therefore, the fsr has decommissioned this unit from further use until the repair has been made.